Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this new battery failed the battery capacity test. There was no pt involvement.